Event description:
It was reported that the noise was observed on the stored egms. An aborted therapy was noted as well. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.